Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the discordant result. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to a repeat test result. The customer performed additional repeat testing on a advia centaur classic and the result was negative. The discordant result was not reported to the physician. There was no known report of adverse health consequences due to the discordant troponin ultra cp result.